Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reseated the connectors on the power module and board stack pcbs to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Further investigation determined physical damage and unintended disassembly during attempted repair by customer was the cause for the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.